Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a malfunction alarm occurred. Customer's blood glucose was 66 mg/dl. Customer performed a pump reset to clear alarm.